Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tsb35 jaw width is to small to open and does not work properly. Another instrument was used to complete the case. There was no consequence to the pt.